Manufacturer narrative:
Eval method - (other): results: (other): visual inspection of the returned product found one haptic torn off and missing. The other haptic was torn off. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated the tech removed a cq2015a collamer aspheric three piece lens from the vial and noted that one haptic was torn and bent. The reporter stated the lens was not used or loaded and there was no pt contact. The reporter stated the lens was received that way and was defective.